Event description:
Additional information was received which indicated that non-invasive programmed stimulation (nips) testing was performed to test the integrity of the device system. The device declared a code 1005 due to an open circuit detected during shock delivery. The shock delivered by the ICD didn't convert the patient, therefore, they were externally resuscitated. Nips testing was performed again, but in the rv coil to can configuration. The device successfully delivered a shock and converted the patient's rhythm, and the shock impedances were 122 ohms. The physician decided to lead the system in this configuration and continue to monitor. This ICD and rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances, measuring 150 ohms. It was noted the impedances has gradually increased. Boston scientific technical services (ts) discussed this is likely due to calcification on the lead, and recommended non-invasive programmed stimulation (nips) testing. This rv lead remains in service. No adverse patient effects were reported.